Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 38 synergy drug-eluting stent was advanced to treat the target lesion. However, it was noted that the stent strut was lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis the crimped stent was examined and damage was noted. Strut segment 11 from the distal end of the stent was lifted. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 38 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, it was noted that the stent strut was lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.